Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, lot # unknown, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v269090, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Information was received from the consumer that reported when they checked the programming, ¿it showed program c but it won¿t show ok¿ and they got a flashing triangle. It appeared that the patient accidentally turned the stimulation off. The patient was walked through on how to turn the stimulation back on and how to change the programmer form symbol mode back to letter mode. There was no recent emi or medical test exposure. The patient felt pretty off and was having a hard time walking. They believed it had been happening since 8am on the morning of report. It was a sudden change in symptoms/therapy. The patient was implanted for parkinson¿s dual and movement disorders. Further follow-up is being conducted to determine if turning the ins¿s back on resolved the patient¿s symptoms. If additional information is received, a follow-up report will be sent.